Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 90 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 139 and 139mg/dl using true result meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states mother recently passed away and the doctor explain that customer has been "emotionally eating" and recently has been eating a lot worse than usual like carbs and sugary foods. Customer takes glucophage once-a-day for diabetes management and states that has gained a significant amount of weight ever since being prescribed this medication. No recent changes in exercise but customer states she is disabled and unable to move around very well. Customer has been recently diagnosed with diabetes. Customer ran a back-to-back blood test during troubleshooting process and obtained two results of 139 mg/dl-fasting. Customer did not have the proper date/time set up in meter's memory but states that takes the glucose levels three times-per-day.